Event description:
Can't feel the string anymore..week later having a smear- retained, vagina [foreign body in reproductive tract]. Can't feel the string anymore, assumed it's just fallen out [device breakage]. Case narrative: consumer reported via social media that she couldn't feel the string. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.